Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/06/2025, it was reported by a sales representative via (B)(4) that (qty. 3) of an ar-2386-11 quadpro harvesters were not as sharp as they should be. This was discovered during the case with no patient harm.

Manufacturer narrative:
. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.